Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display is flickering when switching on. There was no patient involved.

Manufacturer narrative:
After diagnosis by the getinge field service engineer(fse), they found that the display controller pcb gone defective. Fse replaced display controller pcb (d670-00-0640). Checked all functions working properly. Handed over in proper working order.

Event description:
N/a.